Event description:
An 8f angio-seal vip was deployed in a right femoral artery puncture following a pre-deployment angiogram. The same day, the pt complained of leg pain and returned to the hospital in order to rule out a pseudoaneurysm. Ten days later, an ultrasound revealed a totally occluded superficial femoral artery approximately 11 cm distal to the access site. A CT and angiogram were also used to diagnose the vascular insufficiency. Tpa was administered, and cut down procedure was performed. The surgeon reportedly removed a collagen-like substance with suture attached, but no anchor. The pt was hospitalized and is recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.